Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) reported that guidance was provided to perform the recover storage space function. The fse noted that the error had already cleared by the time the user arrived at the medication station and confirmed that the issue was resolved, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 5 was failed to open. Customer tried to reboot, but issue was not resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.